Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose rose to 511 mg/dl and she ended up in a state of diabetic ketoacidosis. Customer was not hospitalized. She stated it appeared she was not receiving any insulin. Customer was eventually able to take a shot. She declined troubleshooting. At time of this report, customer's most recent blood glucose was 92 mg/dl. Nothing further reported.